Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient needing brain MRI today and caller reported that patient doesn't have their pt pgmr and doesn't believe the ins is working. Asked about how long it hasn't been working and both hcp and patient didn't know (per caller). Redirected hcp to nas to have rep paged to come check the ins to know if they can do MRI. Reviewed potential for ins to be at eos given implant date. On 2025-sep-29 additional information was received from a patient. They reiterated information previously reported. The said their device was for the bowel and it stopped working a long time ago. They lost the controller for the stimulator. The patient reported that the battery was dead. The patient was very talkative and was all over the place so they were hard to follow. They said they had to drink this stuff and they were going all over themself, so they still had a problem with incontinence and probably still needed the device. They couldn't feel themself having to go. They wanted to do a colonoscopy on the patient. The patient wanted to know what they do about getting the stimulator replaced. The agent directed them back to their doctor. The patient mentioned a historical event; they have a loop recorder. The patient was having the device removed and redone on (B)(6) 2025. The patient said they think the manufacturer was already aware of the event because they had the replacement appointment set up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.